Event description:
It was noted on the remote transmission that there was intermittent undersensing on the right atrial (ra) lead and the chronic lead trend indicated low p wave amplitude. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD, implanted: (B)(6) 2010; 419478 lead, implanted: (B)(6) 2010. (B)(4).